Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a visibly damaged battery cap and demonstrated that the pump was operating within required specifications and delivery accuracy.

Event description:
The patient was hospitalized for elevated blood glucose levels and dka. The patient also reported that she was taking prednisone for an infection.